Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h6. After decontamination, a visual inspection and a dimensional verification were conducted on the returned valve. The results of the visual inspection confirmed that the absence of pre-existing defects. The dimensional verification showed that the returned pvs 21/s valve meets the specifications. The performed analysis does not change the conclusion provided in the initial report submitted on june 14, 2019. In fact, based on the device inspection, the reported event cannot be explained by any factor intrinsic in the involved device. The root cause is confirmed to be attributed to user error and failure to follow IFU.

Manufacturer narrative:
The returned valve was received slightly blood stained but in general good conditions. Investigation is ongoing. Based on the information received to date, the event can reasonably be attributed to user error associated with manipulation of the heart during the de-airing process. As indicated in the perceval instructions for use "manipulation of the heart and/or of the ascending aorta, if required, should be done gently... These maneuvers may lead to unknown effects on the implanted valve, including displacement...". As such, the event can be considered partly attributable to a failure to follow the instructions for use.

Event description:
A perceval pvs21 was implanted; however, when weaning from bypass tee revealed that the valve had migrated, resulting in paravalvular and central leak. Bypass was resumed and the perceval valve was removed and replaced with a new perceval valve of the same size. No further issues were encountered. The proctor believed the migration occurred due to manipulation of the heart during de-airing prior to resuming bypass. The cross-clamp time was delayed by 5-10 minutes as a result of the event, and it was reported that the patient was not affected.